Manufacturer narrative:
During the analysis of the lead, fraying of the insulation 14 cm distal of the connector pin and fraying of the coating of the rope conductor to the ring electrode at the same site were noted. This damage manifestation is with high probability to be regarded the cause for the clinical complaint. The analysis did not show any indications for a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The conductor fracture of the rope conductor to the ring electrode in the region of the fork and the deformation of the proximal shock coil are probably results of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 22 months, oversensing was reported. No deterioration of the patient's state of health was reported. The device was explanted.